Event description:
It has been reported that a revision surgery was performed due to tibial loosening and pain.

Manufacturer narrative:
The purpose of this investigation was to analyze the retrieved journey bcs tibial insert, tibial base and the biological tissue. Macroscopic photo analysis was performed on the retrieved implants. Upon visual examination, bone cement and biological tissue residue were observed throughout the distal fixation area. Bone cement appeared to be well fixed to the tibia base. Burnishing, abrasive wear, and indentations were observed in the articulating areas. Third body particles from loosening between the host bone and bone cement may have contributed to the occurrence of abrasive wear and indentations. Mild burnishing and abrasive wear was observed on the distal surface. Both sides of the anterior locking mechanism showed mild rounding which is consistent with an insert that was locked in the tibial base. Mild burnishing and deformation were observed in the anterolateral part of the post. A journey bcs insert would typically show a contact patch on the posterior side of the post centered in the proximal distal direction. The retrieved insert showed an area of burnishing and deformation from the middle to the top of the posterior side of the post suggesting that the femoral component was sliding along the post in the proximal-distal direction, possibly due to a degree of soft tissue laxity. In conclusion, the abrasive wear and indentations observed on the tibial insert likely resulted from bone and/or bone cement debris. The debris was likely the result of the loosening between the host bone and tibial base.